Event description:
Newborn infant with respiratory depression at delivery, requiring ppv. Neo tee device, which had been checked before use and appeared to be functioning, would not delivery consistent pip when used to attempt ppv. There was no air leak around mask. Despite increasing flow to 15 l/min and increasing pip setting on device, neotee would only achieve desired pip of 25 about every 3rd breath. All other breaths would only hit around 10-12. Baby's response to resuscitation efforts was affected by ineffective ventilation. This problem related to product malfunction has been brought to manufacturer's attention. Neotees frequently malfunction and cannot achieve desired peep or pip. Diagnosis or reason for use: neonatal resuscitation.